Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak that took place during a pd treatment. In a follow up, the nurse verified the fluid leak event .the nurse said the patient could not determine where the leak originated but said it dripped from the cassette door. The patient did not have any harm, adverse event or intervention associated with the fluid leak event. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a fluid leak that took place during a pd treatment. In a follow up, the nurse verified the fluid leak event .the nurse said the patient could not determine where the leak originated but said it dripped from the cassette door. The patient did not have any harm, adverse event or intervention associated with the fluid leak event. The patient is using the same cycler.